Manufacturer narrative:
The set screw is part of the nail kit classified being the primary product. The device was not returned for evaluation because it was discarded; thus a physical examination was not possible. The review of the manufacturing documents revealed no deficiency. The review of the complaint history revealed no observations. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. A non-conformance was not determined. No measures necessary for this case. The risk management file considers an additional surgery if the set screw cannot be placed in desired position. In this case it was reported that the surgeon did not use the set screw because the set screwdriver contacted with the iliac. The set screw could not be inserted to the nail because the patient did not take a proper position. The patient has osteoarthritis and was not able to extend the knee. Finally, the surgeon did not insert the set screw and finished the surgery; but of course the surgeon is aware that it is important to place the set screw. The operation technique for the gamma3 trochanteric nail clearly requires inserting the set screw. Here it is stated: ¿the set screw must be used. The use of the set screw is not an option.¿ a possible resulting impairment of the patient would not be a matter of the product but the consequence of deviating from the surgical technique. Thus, the event was classified as user related in terms of deviating from surgical technique. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the set screw was not verified.

Event description:
During gamma3 surgery, the set screw was not able to be inserted to the nail because the patient did not take a proper position. The patient has oa and was not able to extend the knee. Finally, the surgeon did not insert the set screw and finished the surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
During gamma3 surgery, the set screw was not able to be inserted to the nail because the patient did not take a proper position. The patient has oa and was not able to extend the knee. Finally, the surgeon did not insert the set screw and finished the surgery.